Event description:
It is reported that the nurse tested the balloon before inserting and it would not fill to the max 45cc (without pressure); it would only inflate with 40cc max. Once inserted the control port shut off before 30 cc despite repositioning. The report also indicated that the patient continued to expel device but that the device was not used on the patient and that the device was discontinued because the diarrhea had stopped.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information received via email on (B)(6) 2014 is stated as follows: "the device did not function properly following testing, the nurse should of not continued to use with patient but did." The product was used "0 days is noted because again the issue happened wile testing." Lastly, "the device was discounted and it is unknown whether it was due to issue with balloon which caused expulsion or due to diarrhea stopping." No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.